Event description:
Procedure type: gastric bypass. According to the reporter: the surgeon was unable to mate the orvil device with the stapler. The surgeon had to open the pt and open another stapling device to complete the procedure. Following the surgery, a review of the video tape of the case, it was realized that the difficulty in attaching the anvil was related to the fact that the surgeon was using a standard eea rather than an xl to attach the orvil.

Manufacturer narrative:
(B)(4).